Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation was melted and had a cosmetic environmental stress crack, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead impedance was high, there was intermittent capture even at full output, and the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.